Event description:
It was reported the radiopaque marker detached, but remained on the guidewire, during an abscess drainage procedure. Retrieval of the detached marker utilizing a clamp was uneventful. Although successful access was gained with this unit, a decision was made not to perform the procedure as the abscess was small. The pt's condition is good. One radiopaque marker on a .018 platinum guidewire was received, evaluated and retained by this MFR. The engineering evaluation indicated the marker was visibly damaged. Microscopic evaluation noted the crimp indentations around its circumference. The radiopaque band was badly bent and smashed and was ripped in one location over approx. Two-thirds of its original width. The co's f/u could not confirm resistance was encountered during the procedure, however the condition of the radiopaque marker upon receipt, badly bent, smashed and torn, is indicative of excessive force which may have contributed to this event.